Event description:
It was reported that during insertion of the iab over a spring wire guide, the wire guide could not be removed from the iab. The iab had to be cut in several places to remove it. A second iab was inserted without any complications.